Event description:
A 57 yr old female underwent a bam with implantation of silicone gel breast implants in 1974. This procedure was performed at another facility, thus this reporting facility does not know the MFR of the devices. Gross exam: no evidence of rupture of the right implant, however there is a small amount of silicone noted on the implant. The left implant shows a minute fenestration where, under pressure, small amount of viscous, gelatinous material exudes through the implant wall.